Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect k for gen.2 (k) on a cobas 8000 ise module (c8kise). The customer mentioned that they had two similar issues like this before, but did not give details. An aliquot of the sample, which was processed on a modular pre-analytics system was initially tested on the c8kise analyzer, resulting with a k value of 6.28 mmol/l. This value was reported outside of the laboratory to a doctor who did not trust the result. The original tube of the sample was repeated, resulting with a k value of 3.85 mg/dl. No adverse events were alleged to have occurred with the patient. The k electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The alarm trace showed several sample short alarms on the date of the event and a pipetting issue could be excluded as a root cause. The c702 analyzer and modular pre-analytics system were confirmed to be working within specifications. The investigation was unable to find a definitive root cause.